Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified iliac superficial femoral artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.